Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, there was nothing of note in terms of patient anatomy that contributed to the infold.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve was loaded by an experienced valve loader and fluoroscopy check showed crown overlap up to node 5. The physician decided to use the valve and performed a pre-implant balloon aortic valvuloplasty using a 26 mm non-medtronic balloon and a medtronic guidewire. During valve release, an infold up to node 9 was visible, and the physician decided to implant the valve despite the infold and to perform post-dilatation. The infolding persisted after the valve was fully released, so the physician post-dilated the valve using a 28 mm non-medtronic balloon. The physician reported that the infold was gone after post-implant dilatation, with no remaining gradient and no paravalvular leak. No patient complications were reported as a result of this event.